Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), implanted: 2009-(B)(6), product type programmer, patient. Product ID neu_unknown_lead, serial# (B)(4), product type lead. (B)(4).

Event description:
About three months prior, it was reported that the patient was not able to make adjustment without antenna attached. It was noted that the patient does not use antenna with patient programmer. The patient saw the poor communication screen when trying to sync or make adjustments. It was confirmed that the patient could still feel stimulation sensation slightly. The patient already tried changing patient programmer batteries and the patient programmer had not been dropped or gotten wet. It was later stated the programmer would not work with internal antenna. However, analysis of the programmer found no anomaly. Information received as of the date of this report indicated the device was ¿okay¿ when it was working. It was stated the battery life was not ¿long enough.¿ the patient was working with their doctor and was to schedule a surgery in the future. It was indicated the battery was ¿not working.¿ a follow up report will be sent if additional information is received.